Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse adjusted the cable tension on psm1. The fse replaced the right master tool manipulator (mtmr) due to failing a gravity calibration test. The system was then tested and found to be within specification. The mtmr was returned to isi and evaluated. Engineering evaluation was unable to replicate the reported issue. On (B)(4) 2013, isi obtained additional information regarding the reported event from the initial reporter of this complaint. The initial reporter indicated that when the needle dropped from the instrument, the needle never left the sight of the surgeon. In each case, the surgeon was able to pick up the needle and proceed with the surgical procedure. There was no report that the patient retained a foreign object. The initial reporter indicated that subsequent surgical procedures were performed on the subject da vinci si surgical system involved with this complaint and the reported issue had not reoccurred. Isi has reviewed the system logs for the site. No system errors were found on the date of the reported surgical procedure. In addition, based on the system log review, the subject instrument involved with this complaint was used in subsequent surgical procedures and as of the date of this report, there have been no reported reoccurrences of the reported issue with the instrument. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon claimed that the mega suturecut needle driver instrument installed on psm1 kept on dropping a needle. However, there is no evidence that a patient injury occurred as a result of the reported issue.

Event description:
It was reported that during a da vinci si surgical procedure, the mega suturecut needle driver instrument installed on patient side manipulator 1 (psm1) kept dropping the needle. The initial reporter indicated that this issue recurred with 2 other da vinci si surgical procedures (system serial (B)(4)) the same day and with 2 other mega suturecut needle driver instruments ((B)(6)). The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.